Manufacturer narrative:
H3: 8637-40 pump: no analysis was performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider via a medtrion representative regarding a patient receiving fentanyl (2000 mcg/ml) via an implantable infusion pump. It was reported that had a surgery on (B)(6) 2025 and she reported that the "incision never closed." She came into clinic on (B)(6) 2026 where the hcp first noticed that the pump was exposed. It was decided to take the pump out of the left buttock and move it to the right buttock. The catheter had to be removed to do so even though there was no issue with the catheter. They did not feel it was infected so they did not swab for cultures.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6): product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.